Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that after 17 months of support, the pt was readmitted for pump stops seen on the system monitor history screen upon interrogation of the system controller. The log file submitted to the MFR for analysis confirmed speed drops as low as 0 rpm and high pump power. X-ray images of the percutaneous lead (driveline) showed thinning of the shield. A percutaneous lead repair was scheduled to be performed by the MFR's technical services member; however, upon further eval of the pt's driveline, a repair was not attempted by the MFR's technical services member as fluid was found in the driveline. A pump exchange was planned by the hospital.

Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.